Manufacturer narrative:
Date of event: unknown. Medical device catalog #: the catalog number provided was 368525, however this catalog number does not exist for this product. Therefore, the catalog number has been listed as unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during recent measurements of aqueous solutions prepared in vacutainers, an elevated ammonia signal was found in underfilled unspecified bd¿ k2 edta tubes. At a fill volume of 1.8 ml, the ammonia levels were roughly 13mol/l. In blood samples this concentration would further increase due to the hematocrit level. The medical cutoff for ammonia is at 60mol/l. The reporter indicated that they are worried about a possible contamination of the tubes by thiuram breakdown products or ammonia included in the anticoagulant k2e. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that during recent measurements of aqueous solutions prepared in vacutainers, an elevated ammonia signal was found in underfilled unspecified bd¿ k2edta tubes. At a fill volume of 1.8 ml, the ammonia levels were roughly 13 mol/l. In blood samples this concentration would further increase due to the hematocrit level. The medical cutoff for ammonia is at 60 mol/l. The reporter indicated that they are worried about a possible contamination of the tubes by thiuram breakdown products or ammonia included in the anticoagulant k2e. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: it was reported by roche diagnostics that during recent measurements of aqueous solutions prepared in vacutainers, an elevated ammonia signal was found in underfilled unspecified bd¿ k2edta tubes. At a fill volume of 1.8 ml, the ammonia levels were roughly 13 mol/l. In blood samples this concentration would further increase due to the hematocrit level. The medical cutoff for ammonia is at 60 mol/l. The reporter indicated that they are worried about a possible contamination of the tubes by thiuram breakdown products or ammonia included in the anticoagulant k2e. Bd was able to acquire the lot numbers from roche diagnostics (catalog 368525, lot no. 8004823 and catalog 368860, lot no. 8025939). The lots below were tested during our investigation tube no. Description, thiuram?, ref. No., lot no., exp., draw: 1. K2edta, royal blue, no, 368381, 7214726, 2018-08, 6.0 ml; 2. K2edta, lavender top, yes, 367525, 8004823, 2019-12, 10.0 ml; 3. K3edta, lavender top, yes, 368860, 8025939, 2019-05, 4.0 ml; 4. K2edta, lavender top, yes, 368861, 8099521, 2019-08, 4.0 ml. Tube no. 2 and 3 are retention samples of the exact lots that roche tested. Tube 1 is a royal blue top (trace element) tube without stoppers manufactured with a thiuram curing agent. Tube no. 4 is a lavender top k2e tube with stoppers manufactured with a thiuram curing agent, but matches the draw volume of the k3e tube and serves a control for draw volume. All four tube types were collected from a total of 20 presumably healthy normal subjects. Tubes were immediately placed on ice and then immediately centrifuged under refrigerated conditions to prevent preanalytical increases in ammonia levels. The plasma was transferred to secondary containers immediately following centrifugation and frozen at -80c. Samples were sent to an external laboratory for ammonia testing with the nh3l assay on the cobas 6000. No statistically significant differences in mean ammonia were observed when comparing the lavender top tubes to the royal blue top tube. Furthermore, bd repeated roche¿s water test by adding 2.0 ml purified water to ref. #367525 lot #8004823 (one of the complaint lots) and sent those samples to an external laboratory. All results came back below the limit of quantitation (loq) of 10 umol/l with the only difference between our water testing and roche is that roche used 1.85 ml water and we used 2.0 ml since external laboratory would not accept less than 2.0 ml. DHR/bhr review: a review of the DHR with particular focus on additive preparation and dispense was carried out with no issues relating to the reported defect being identified. Based on evaluation and testing of the samples, the customer¿s indicated failure mode for elevated ammonia results with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.